Event description:
The customer reported that the bedside monitor was no longer booting up past the diagnostic check screen. He said when pressing return it just goes into a loop and never boots up. Not in patient use.

Manufacturer narrative:
The customer reported that the bedside monitor was no longer booting up past the diagnostic check screen. He said when pressing return it just goes into a loop and never boots up. No patient harm was reported in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
The customer reported that the bedside monitor was no longer booting up past the diagnostic check screen. He said when pressing return it just goes into a loop and never boots up. Not in patient use. Investigation conclusion: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause was determined to be circuit board failure. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative. Corrected information: h11 details of the complaint last sentence corrected to not in patient use.

Event description:
The customer reported that the bedside monitor was no longer booting up past the diagnostic check screen. He said when pressing return it just goes into a loop and never boots up. Not in patient use.